Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the capsular bag broke when using the ia tip to polish. The doctor suspects there was something on the edge of the tip that caused the event. A different intraocular lens was implanted, and the case was completed. Additional information provided from the customer indicted there was a burr inside the ia tip.

Manufacturer narrative:
It was identified the value of b1 was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The I/a handpiece directions for use (dfu) note: before each use, the handpiece should be inspected for damages (e.g. Nicks, crimps, dents). If the handpiece is damaged it should be immediately removed from service. Use of damaged handpiece may result in permanent patient injury. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).